Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with an open fuse on the battery wire harness. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be an open fuse on the battery wire harness. To correct the condition, the battery wire harness was replaced. If any additional information is received, a follow-up MDR will be sent.